Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The results of the sample analysis revealed the device was serviced according to required procedures and the device passed all tests as per baxter procedures. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of the investigation, the direct cause of the reported event of death was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Fourteen days prior to death, the patient was hospitalized due to having trouble breathing and shortness of breath. It was reported pd therapy was ongoing until the report of death and the patient was on the homechoice device at the time of death. The patient had been treated with unspecified medications. The cause of death was unknown. It was reported an autopsy was not performed. Additional information was requested, but is not available.